Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result on behalf of his daughter with the binaxnow covid-19 ag self-test, performed on (B)(6) 2022 on an unknown sample type. Pcr confirmation testing and an unknown "lab test" were performed. The pcr test generated a positive result, and the unknown lab test generated a negative result. As per consumer patient was symptomatic. The customer confirmed there was no patient harm due to the test result. Additionally, the patient confirmed there was no delay or impact in the patient's treatment.